Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump would not stop priming during the prime and then alarmed for a failed battery test. The customer was unable to troubleshoot for this alarm as the insulin pump alarmed for a compromised force sensor system. The drive support cap appeared normal and recessed. The blood glucose reading was 183 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.